Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right ventricular lead was implanted as an external temporary pacing support. The lead was then pulled by the patient resulting in a dislodgement. The lead was then explanted and replaced. No additional adverse patient effects were reported.